Event description:
Reporter stated that on (B)(6) 2013 his wife and a bard composix mesh implanted following a bowel obstruction repair. He reported that soon after; his wife continued to suffer the same symptoms that she had due to her bowel obstruction. The pt returned multiple times to the hospital with severe pain, diarrhea and vomiting. Reporter stated that a decision was made to remove the mesh in (B)(6) 2014. Pt was diagnosed with a pseudomonas infection and continues to take antibiotics currently . Reporter stated that although his wife presently is not in pain she was suffered a great deal and they are seeking legal counsel.